Event description:
It was reported that the instrument was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that during the procedure, the 1st cartridge was fired without incident. After reloading the tsw35 instrument, the 2nd cartridge was attempted to be fired and the instrument locked up. The case was completed by using another tsw35 instrument. There was no consequence to the patient.